Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump over delivered insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that earlier that evening 14.6 units of insulin were delivered into their body without their input. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer inquired if the insulin could be remotely programmed to deliver insulin as they thought it was a possibility that led to the over delivery. Troubleshooting was not completed as the customer could not be reached back. The insulin pump will not be returned for analysis.